Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: patient presented with preoperative diagnosis of cervical spondylosis with cervical stenosis at c4-c5 and c5-c6 with left cervical radiculopathy and underwent anterior cervical discectomy and osteophyte resection with decompression of the spinal cord and nerve roots at c4-c5 and c5-c6, anterior cervical arthrodesis at c4-c5 and c5-c6 using fibular strut allograft and bone morphogenic protein rhbmp-2 at c4-c5 and c5-c6 bone graft from performance graft, rhbmp-2 bone morphogenic protein, anterior cervical plating from c4 to c6 using titanium reflex plate and screws. Operative indications: the patient is a (B)(6) white female with history of neck pain with left upper extremity radiation. She had a workup that included CT myelogram and cervical discogram and was found to have cervical spondylosis with foraminal stenosis on the left side atc4-c5 and c5-c6. Cervical discogram reproduced pain at c4-c5 and c5-c6. In view of this, two-level cervical discectomy and fusion was recommended. Per operative notes: "... The epidural space was clearly decompressed bilaterally with clear exposure on decompression of the c5 and c6 nerve root on the left side. The spaces were measured and found to accommodate an 8-mm fibular strut allograft at c4-c5 and a 9- mm fibular strut graft at c5-c6. The center of the graft was packed using bone morphogenic protein (rhbmp-2/acs), extra extra small package. Most of the rhbmp-2/acs was placed in the center of the bone graft. The bone graft was then impacted into place obtaining appropriate fit radiographically. The distracting pins were removed. A titanium plate and screws were found to fit between c4 and c6. The plate was contoured. Holes were drilled across the plate. The holes were tapped and measured and found to accommodate 14-mm screws. The screws were inserted across the plate and tightened snuggly. Copious irrigation was done. Meticulous hemostasis was obtained. There were no complications. The patient tolerated the procedure well. Somatosensory evoked potentials and motor evoked potentials remained stable throughout the case." Post operatively, patient suffered significant pain in the area of the fusion surgery and extremities. It was also reported that the patient had significant damage to the spine. As a result of fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for rhbmp-2/acs related injuries. Patient never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.